Manufacturer narrative:
(B)(4). The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that multiple episodes of non-sustained ventricular oversensing were observed on the device due to intermittent loss of ventricular capture. Programming changes were recommended. Device was explanted and replaced. Patient was doing fine post-procedure.